Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report from the rep, "I received a call from a patient's wife who found my name associated with on-x upon a (B)(6) search. She wanted to speak to someone about an incident occurring to her husband. His inr was lowered to 1.5 to 2.0 and subsequently, (no details about timing) he formed clots around his valve, causing a stroke (no specifics what type of stroke or severity). She told me his physician (I requested physician name, and she did not want to provide this information) raised her husband's inr to 2.0 to 3.0 after this event and now is at 2.8. He will go back in for a "scope" (her words) to in a few weeks to see if the clots have disappeared." A cryolife physician representative contacted the patient's wife on (B)(6) 2016 and provided the following: "I learned nothing new other than her husband was not using home monitoring for his warfarin (which was employed in the proact trial). He was going to a coumarin clinic every 2 weeks (which means we don't know his inr in between visits) when he had his stroke." Attempts to obtain additional information including implanting surgeon and hospital, as well as dates of procedure/adverse events were unsuccessful. Additional information is pending.